Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Medical devices: lps-flex fxd mld gh/5-6 10mm catalog # 00596404210, lot # 60845199. Lps-flex option femoral g-r catalog # 00596401752, lot # 60836609. All poly pat comp 32dia catalog # 00597206532, lot # 60825397. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Visual evaluation of the returned device shows nicks and gouges on the tibial component and bone cement remained in the stem. The poly plug was disassembled from the stem. Updated information received via operative notes. Review of the primary operative notes does not indicate root cause. Revision operative notes indicate the tibial component was grossly loose. The femoral and patellar components were reported to be well fixed and positioned. Medial and lateral tibial osteolysis was reported burrowing down 3-4mm with fully contained defects. Root cause remains unknown at this time. Per the nexgen cr, ps, cra, lps, and lcck package insert (87-6203-453-01, rev. G), pain and loosening are known potential adverse effects of this procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure approximately five years post implantation due to pain and loosening. Revision operative report notes the tibial component was grossly loose. Medial and lateral tibial osteolysis was reported. Additional information is unavailable.